Event description:
Further information was received stating that the generator was replaced. The newly implanted generator was enabled. X-rays of the patient were received and reviewed by the manufacturer. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin was fully inserted into the generator connector bloc. A strain relief loop and bend and tie-downs were used for the implant of the lead. There is no lead behind the generator. No gross fractures or sharp angles were found on the visible parts of the lead. The explanted generator has not been returned to the manufacturer to date. Attempts to obtain further information have been unsuccessful to date.

Event description:
It was reported that the implanted vns pulse generator could not be interrogated. Another programming wand was used for but the interrogation was not possible. It was reported that during a previous visit on (B)(6) 2014 the device could be interrogated successfully. System diagnostics run on (B)(6) 2014 returned dcdc code 2 and impedance within normal ranges. Normal mode diagnostics run on (B)(6) 2014 returned dcdc code 4 and impedance within normal ranges. The battery was not depleted on (B)(6) 2014. The parameters were set to a 36% duty cycle previously, and they were modified to 41%. A battery life calculation using the available programming history showed approximately 0.9 years expected until neos. No known surgical interventions have occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no generator anomalies visualized.

Manufacturer narrative:
Review of the available programming and diagnostic history.